Manufacturer narrative:
The investigation is on-going. Further information will be available in the final report.

Event description:
Following the information gathered the safety side panel detached from the bed frame. It was revealed that screws securing the panel were not intact. No injury was claimed.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. According to citadel plus instructions for use (IFU, 831.374): ¿to avoid equipment failure or damage, do not use the side rails to move the bed..¿ IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, arjo device failed to meet its performance specification since the side rail was detached. There was no indication that the device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.